Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 910614) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s): no". The patient's medical history included delivery (4th child) in (B)(6) 2012 and parity 4. On (B)(6) 012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and uterine haemorrhage ("aub"). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2020). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, alopecia, fatigue, migraine, vaginal haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, back pain. Anticipated or scheduled date: (B)(6) 2020. 4 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing coils on the left side. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received. New events vaginal bleeding, abnormal uterine bleeding were added. Lot number received. Essure insertion date was updated. The case was updated to serious incident due scheduled date of essure removal procedure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 910614-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s): no". The patient's medical history included delivery (4 th child) in (B)(6) 2012 and parity 4. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and uterine haemorrhage ("aub"). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2020). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, alopecia, fatigue, migraine, vaginal haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, back pain anticipated or scheduled date: (B)(6) 2020. 4 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing coils on the left side. Most recent follow-up information incorporated above includes: on 28-feb-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.